Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: aug 16, 2016. Expiration date: aug 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event (B)(6) as follows: it was reported during surgery on (B)(6) 2017, the zero-p implant was broken during impaction for insertion. All broken fragments were retrieved and the procedure was completed successfully. There was no patient harm reported. Concomitant reported part: 1x insertion instrument (part and lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Updated information: we received the label of 04.617.137s / lot number l092887 (as previously reported) together with the zero-p implant etched with 04.617.137s / lot number l170431. The received implant shows marks of use on the titanium plate as well as on the peek spacer but both parts are still assembled together, nothing is broken off as per reported in the event description. In order to clarify: the complaint pr:duct lot# is l170431. The complaint product has had only deep scratches; not broken. The doctor used wrong size implant. Previously it was reported that the implant broke during insertion then it was corrected to ¿it was reported that during removal surgery on (B)(6) 2017 the zero-p implant was broken.¿ (B)(4). A DHR was requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: material received on 30. June 2017 / with the label of 04.617.137s / lot number l092887 (as previously reported) together with the zero-p implant etched with 04.617.137s / lot number l170431.

Manufacturer narrative:
Device history records review was completed for part# 04.617.137s, lot# l170431. Manufacturing location: (B)(4), manufacturing date: oct 26, 2016, expiry date: oct 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the received zero-p cage shows various marks of use but is intact nothing is broken off and the spacer made from peek is mounted on the body made from titanium. The implant is correctly etched with the article number without s for sterility and lot number l170431. On the left and right side on the titanium body the correct size 7 etch for this article number is visible. The overall dimensions were checked referring to the relevant technical drawing and found to meet the specifications. The microscopic investigation of all four threaded bores of the titan interbody plate shows partially worn threads. The peek spacer which is still assembled in correct position on the interbody plate shows damages caused from wrong positioned locking screws during insertion. All damages were caused post manufacturing and present the application of incorrect surgical alignment procedures. The thread features cannot be checked to post-manufacturing specifications before damage anymore. The zero-p and zero-p chronos. Zero profile anterior cervical interbody fusion device surgical technique describes the correct angulations for the screws are 40° +/- 5° in the caudal or cranial direction. The medial screws point 2.5° laterally and the lateral screws point 2.5° medially. The device history record review showed that the device was manufactured in october 2016 and there were no issues during the manufacturing of the product that would have caused the complaint condition. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implant breakage occurred during implant removing.

Manufacturer narrative:
Device returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The event that a wrong size implant was used has been captured under linked complaint (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeries were on the same day. The surgeon realized that he used a wrong size implant.